Manufacturer narrative:
The last calibration performed on 22-oct-2023 was ok and there were no alarms. The provided quality control data appeared to be within range based on the information. The field service engineer determined rinse tubing and fluidics needed adjustments and cleaning. The rinse assembly and tubing were replaced. Stuck valves and a sample probe were also replaced. Hardware check tests were performed. The customer ran controls successfully. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received questionable results for 10 patient samples tested with ca2 (calcium) on a cobas 8000 c 702 module. The customer provided an example of one patient sample with discrepant results. The sample initially resulted in a calcium value of 3.6 mg/dl. The sample was repeated, resulting in a value of 8.3 mg/dl. The repeat value was deemed correct.

Manufacturer narrative:
The calcium reagent lot number was 71725901, with an expiration date of 30-jun-2024. The investigation is ongoing.